Event description:
It was reported that the foley catheter was requested to be inserted for the patient on (B)(6) 2023. On (B)(6) 2023, the foley catheter slipped out. Upon checking, the balloon of the foley catheter was empty. The water was injected again to check the balloon, and it was found that there was slight leakage at the water injection port.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was requested to be inserted for the patient on (B)(6) 2023. On (B)(6) 2023, the foley catheter slipped out. Upon checking, the balloon of the foley catheter was empty. The water was injected again to check the balloon, and it was found that there was slight leakage at the water injection port.